Event description:
It was reported by service report that the jack is drifting down, won't stay pumped up. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
The evaluation coding provided was based upon the customer's report. They have requested a replacement jack to repair the stretcher themselves.